Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons were unresponsive and customer experienced hyperglycemia. Customer's blood glucose level was over 400 mg/dl at the time of incident. Customer stated that the battery threads have dulled down. The customer was treated with the bolus of the insulin pump. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.